Manufacturer narrative:
The complaint has been confirmed based on the photo provided by the customer, which shows the membrane collapsed. The most likely cause for the reported failure can be attributed to user error of the device, such as disconnecting and reconnecting the tubing during use.

Event description:
On 03/24/2023, it was reported by an arthrex employee via sems that an ar-6410 arthroscopy main pump tubing's internal part of the cup collapsed. This occurred during a knee arthroscopy on (B)(6) 2023. This resulted in the serum coming out of balance, and the patient's leg ended up swelling. No additional information provided. Additional information was provided on 03/30/2023, where an arthrex employee reported that an arthrex pump with an unknown part and serial number was used along with the equipment. This occurred during a knee surgery, so they configured the pump for the knee, and the flow was at 40. They noticed the failure due to the amount of serum sent to the equipment and the pulley that rotated quickly, without intervals. The patient had excess serum inside the leg (part of the gastrocnemius). The surgeon made "holes" to leak the liquid inside, relieve the tension caused, and return the blood flow.